Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and heartmate 3 left ventricular assist system (lvas), serial number (B)(4), cannot be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2021. The cause of death was unknown. The death was not considered device related. No alarms or clinical symptoms were reported in association with the event and the account communicated that the patient expiration was not considered to be device-related. It was reported that the device operated as expected. The device was not explanted and will not be returned for evaluation.